Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared, which was understood and acknowledged.